Event description:
On (B)(6) 2010 it was reported that a homechoice pro, lot number 79787 overfilled a patient. At the time of the event, the patient was overfilled by the homechoice pro (B)(4). The last fill volume was 1500ml. The homechoice only drained 136ml at the initial drain and then filled the patient with 2000ml. There were no reported alarms. The patient felt discomfort and the nurse disconnected and manually drained the excess fluid. The device was removed and has not been used since. According to support worker the initial drain was set to 1200ml, but this is uncertain. There was no patient injury reported. The device is available for evaluation. Additional information was received on (B)(6) 2010. The manual drain yielded 3375ml. The patient's largest prescribed fill volume was 2000ml. This event meets increased intra-peritoneal volume (iipv) criteria. The drain volume was set at 0ml, however, it should have been 1200ml which was the patient's last fill volume.

Manufacturer narrative:
(B)(4).